Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient saw a power on reset (por) message when they were sitting in their office at work. It was noted that before patient checked their ins, they experienced a sudden increase in stimulation which they did not do. Patient no longer felt stimulation at all. Patient also mentioned that the beginning of last year, they were having problems with bladder cystitis and ended up going to hospital as their bladder was punctured during a procedure. Patient stated that she went home with a urine bag and it took about a month to heal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.